Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; battery cap threads stripped, battery compartment cracked, moisture in the battery compartment, intermittent power. The battery cap has never been replaced. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: there was corrosion observed in the battery compartment. The battery compartment was found to be cracked. The returned battery cap had stripped threads and was unable to attach to the pump. The pump was unresponsive when attempted to be powered on. The pump's black box could not be downloaded. There was evidence of moisture damage found on the internal components of the pump.